Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available

Event description:
The following was reported: "inner rotating mechanism of offset reamer is broken, not spinning like usual. Pin inside is broken according to central sterile department. Tha 5.0 case, discovered during sterile processing, no delay or adverse consequences.

Event description:
No new information.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: functional inspection confirmed event. Device rotary attachment is broken and screws from device are missing. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. -complaint history review: an event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results: -product evaluation and results: functional inspection confirmed event. Device rotary attachment is broken and screws from device are missing. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. -complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.